Event description:
It was reported that a (B)(6) male underwent a valve replacement after an implant duration of approximately eight (8) years. Through follow up with the health care provider, it was learned that the reason for explant was due to early degeneration, calcification, and stenosis. Per the obtained records, the aortic valve was completely stenotic. The leaflets were fully immobile and calcified with no effusion. The valve was excised and a 23 magna pericardial bioprosthesis was seated into position. The patient was weaned off cardiopulmonary bypass and it was noted that the patient tolerated the procedure well before being transferred back to the ICU in satisfactory condition.

Manufacturer narrative:
Device not returned. Structural valve deterioration is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve¿s hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards¿ tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The explanted device was not returned to edwards for analysis. Based on the available information, the root cause of this event could not be confirmed. However, it appears that the reported stenosis, calcification, and degeneration were most likely due to patient and/or technique related factors.